Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode due to an magnetic resonance imaging (MRI) performed without setting the ICD into MRI mode. The ICD was successfully restored. There were no patient consequences.